Event description:
It was reported that the right ventricular [rv] lead threshold had risen until there was intermittent loss of capture. It was also reported that the rv lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.